Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was closure of an unspecified access site using a prostyle device. Reportedly, the footplate was not collapsing all the way. Forceps were used and the device was cracked open; the footplate operation switch could be seen moving and the perclose was able to be removed out of the vessel. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty closing the foot and device entrapment may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1: correction (brand name). D2a: correction (common device name). D3: correction (manufacturer establishment name, address, city and postal code). D4: correction model # updated from unk perclose closure to unk prostyle. D4: the UDI is not known as the part and lot number were not provided.